Manufacturer narrative:
(B)(4).

Event description:
The customer experienced failing calibrations and received a questionable low elecsys tsh assay result for one patient sample from a cobas e 411 immunoassay analyzer. The initial result was 0.04 uiu/ml with a data flag. Based upon this result, the physician ordered "thyroid cascade" testing at another laboratory which included another tsh test, t3 and t4. The tsh result from the same sample was 1.39 uiu/ml. The patient was then sent to a third laboratory for unknown reasons and the tsh result was 1.35 uiu/ml. The results from the other laboratories were believed to be correct and a corrected report was issued. There was no allegation of an adverse event. The reagent lot number was 29161701 with an expiration date of 31-jul-2018. The field service representative found there was a fluidics failure. He replaced the probe tubing and cleaned a valve. He ran operational and mechanical checks which passed. The customer ran calibration and quality controls with all values within specifications.

Manufacturer narrative:
The calibration data shows the last calibration for tsh being acceptable prior to the event. The calibration data also shows failed calibrations for the affected time period. The provided qc data are within specifications. The alarm trace shows multiple liquid level detection alarms around the time of initial measurement. A general reagent issues can be excluded. The root cause is related to the fluidics failure found by the service engineer.